Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an occlusion issue was confirmed and reproduced during product evaluation. The assignable cause was a damaged door. The door was replaced to correct the reported condition.

Event description:
The facility reported a flogard infusion pump with a malfunction of occlusion. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.